Event description:
Underdelivery reported: the pump was returned from clinical service with a note attached stating "inaccurate delivery". The customer contact did not have any specific event or patient information. There was no incident report generated with serial number attached and no adverse patient event reported. Though requested, there was no additional information available.